Event description:
Complainant stated in a social media post ,"I just had mine taken out after 20 yrs! It slipped down my stomach making me seriously ill !!! If u want to loose weight I'm not saying don't do it I lost 80 pounds w it but after years of being in there it malfunctions, plus your limited to what u can and can't eat! " lap band malfunction/ slip " no other relevant information was provided.

Manufacturer narrative:
No information available regarding the product that was involved. The poster provided additional information, but didn't give us permission to contact the surgeon to obtain additional information for an investigation. Unable to determine if the complaint is about the lap-band or about another band which was available in the us and phased out at the end of 2016. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint could not be reviewed as the lot number was not provided. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The company cannot verify the report and was unable to conduct further investigation due to the limited information that was provided in the post. Out of an abundance of caution and a desire for strict compliance, the company is reporting the limited information that was provided.

Manufacturer narrative:
Updating UDI information as unknown.